Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 203) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203. The cause for the failure was isolated to an open r17 resistor on the defibrillator pca. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 203 (pulse test failure).